Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they felt like they had a "kettle boiling" in their stomach up until they had a MRI done in (B)(6) 2015. When they turned off their pacemaker for the MRI the feeling went away and stayed away; they felt better. The patient noted that they did discuss this with their physician and was told that it had nothing to do with their pacemaker, but the patient believes it does. Additionally, the patient stated that it feels like their pacemaker is going under their arm and moving. Follow-up was conducted with the patient&#62688;clinic and from the information obtained the clinic stated that this is the first they have heard of this. The patient&#62688;last device check was (B)(6) 2015 with no complaints and normal function. The clinic also noted that there were no patient complications and the patient was seen by surgeons (B)(6) 2015 for hernia surgery. The device remains in use. No further patient complications have been reported as a result of this event.